Event description:
Paramedics attended to a person diagnosed in cardiac arrest. After connecting disposable defibrillator electrodes from the pt to the device, the operator attempted to switch the monitor to the paddles lead. The device allegedly failed to display an option to select the paddles lead. The operator pressed the analyze function which automatically switched the device to the paddles lead, however the device reportedly failed to analyze the pt's rhythm and displayed a connect cable warning message. A backup defibrillator of the same model was made available and used to continue treatment of the pt. Shocks were not administered to the pt during the call. The pt was transported to the hospital with a perfusing rhythm. The pt later expired at the hospital. Medtronic clinical staff evaluated the event information provided by the customer and concluded the device did not likely cause or contribute to the pt's outcome. This opinion was based on information which indicates the pt was resuscitated.